Event description:
Reporter indicated that patient presented for a clinic visit where high lead impedance was obtained on a system diagnostics test. Reporter additionally indicated at this time " that the lead damage is most likely due to injury" to the patient, as the " patient had dislocated his left shoulder about a month ago due to a violent seizure." X-rays were reviewed by manufacturer and it was noted that the lead connector pin was not fully inserted into the header of the pulse generator. Subsequently, pulse generator was prophylactically replaced and returned for product analysis. No anomalies were noted with the returned generator.

Manufacturer narrative:
X-rays reviewed by manufacturer. Manufacturer noted lead connector pin was no fully inserted into the header of the pulse generator. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.